Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01133. It was reported that one of the patient's leads had migrated to the left. As such, the patient was not receiving right sided stimulation coverage from the scs system. In turn, the patient underwent surgical intervention wherein one lead was explanted and replaced. The lead was also repositioned. Reportedly, effective stimulation was restored post-operative. It is unknown which lead migrated. Therefore, all suspected devices are being reported.